Event description:
User facility mandatory medwatch rec'd, which stated the following: "pitocin programmed into abbot plum a+ pump to deliver at 42ml/hr by night shift nurse. Day shift nurse checked rate approx 1.5 hrs later and the pump was running at 422ml/hr. Staff stated they have had 'problems' with the 'sensitivity' of the keypad on the pump and have caught several potential errors due to repeats of the last number entered when the rate is set." Upon further query the following info was provided: report rec'd of an independent rate change. At 0630, the nurse programmed the device to deliver a unspecified concentration of pitocin at a rate of 42ml/hr. After 1.5 hours, the nurse noted that the device was delivering at a rate of 422ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. At an unspecified time and date, the pt delivered a healthy baby. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The device history was downloaded at the user facility. The pump history indicated that in 2004 at 0621, the device was titrated from a delivery rate of 30ml/hr to a rate of 422ml with a volume to be infused of 952.1ml. At 0813, the delivery was stopped. A review of the pump history indicated tha the pump delivered as programmed.